Manufacturer narrative:
The device in question was returned to medline renewal for evaluation. We confirmed that the device was a reprocessed arthrocare coblator ii, ent evac 70 xtra plasma wand, w/integrated saline line and integrated cable, model eica 5872-01. The device was used and had not been decontaminated at the time of evaluation. The device was microscopically inspected. The tip contained patient and procedure debris, and the electrodes showed signs of significant wear. An attempt was made to recreate the "smoke" that was observed by the user, but medline renewal was unable to duplicate the observation. Our investigation also included a review of the device history record, and we reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. Medline renewal performed a retrospective review of complaints and determined that this incident met the criteria for MDR reporting but was not filed within the required 30 day timeframe. Although no patient harm was reported, due to the minimal detail provided and the intervention that was reported, medline renewal is retrospectively filing this medwatch report in an abundance of caution. This medwatch report was originally submitted on 09/27/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
Medline renewal received a report that a reprocessed ent ablation wand was smoking during use. The user was required to replace the device for a new one in order to complete the case.